Event description:
It was reported that the stent damage occured. A percutaneous coronary intervention was being performed. The target lesion was located in the severely calcified left anterior descending artery. This 2.50x24mm synergy xd drug eluting stent was selected. During the procedure the stent became damaged on the balloon. The device was removed without damage to the patient. The procedure was completed with another manufactures device. No patient complications were reported.

Manufacturer narrative:
F10. Device code: updated from device dislodged to dislocated to material deformation. Device/media analysis: this device was not returned to the complaint investigation site (cis) for analysis. A photo of the device was however received attached to the complaint record. The photo shows the stent of the device damaged with struts from the mid to distal region of the stent lifted and pulled distally over the tip.

Event description:
It was reported that the stent moved on the balloon. A percutaneous coronary intervention was being performed. The target lesion was located in the severely calcified left anterior descending artery. This 2.50x24mm synergy xd drug eluting stent was selected. During the procedure the stent moved on the balloon. The device was removed without damage to the patient. The procedure was completed with another manufactures device. No patient complications were reported.